Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared (g5).in some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
An (B)(4) sales rep from (B)(6) accidentally cut her finger on a lancet when she was going through a bag of used meters returned by a healthcare center. The sales rep went to a healthcare center to have a blood analysis, which according to protocol, will be repeated 1, 2, 4, 6 and 12 months after the incident. The product information was not provided. Product was not expected to be returned. No replacement product sent.